Event description:
Dräger received a user facility report with the following statement: "the ventilator suddenly stopped supplying air, resulting in a drop in the patient's oxygen saturation." It was further mentioned that patient support was bridged with an ambu bag until a replacement device was made available and that no final health consequences for the patient were resulting from the event.

Manufacturer narrative:
The ufr was the only source of information - dräger was not involved by the hospital into any follow-up measures after occurrence of the event and was unable to obtain further information. A reliable conclusion in regard to the exact root cause for the reported observation cannot be drawn since there is already room for different interpretations in the description of the device behavior. The device may have performed a shut down due to having been cut off from energy supply, the ventilation may have stopped due to malfunction or in consequence of a restricted gas supply. In fact, it must also be taken into consideration that the device indeed has ventilated as set - users sometimes perceive the effects of a large leakage in the patient circuit as a stop of ventilation. The device has self-monitoring functionalities and is designed to post corresponding alarms in case of loss of energy or gas supply or if significant impairments in ventilation are detected; all alarms, potential root causes and dedicated remedies are listed in the IFU. Further conclusions can't be derived from the limited information. It is recommended to have the device checked by trained service personnel.